Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3682 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was catheterized at (B)(6) 2021. During routine catheter maintenance from (B)(6) 2021, it was found that the catheter was not tightly connected to the extension tube and slipped. Trim the catheter and replace the extension tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr groshong nxt catheter were provided for evaluation. The first image shows the catheter implanted within a patient. The two-piece connector is assembled and detached from the catheter tubing. The second image appears to show the proximal catheter end. It could not be clearly determined if the tubing detached from the connector or fractured. Based on the photos provided, possible contributing factors include improper assembly of the components, tensile (pulling) damage, and damaged catheter or connector. Since the connector was shown to be detached from the catheter, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient was catheterized at (B)(6) 2021. During routine catheter maintenance from (B)(6) 2021, it was found that the catheter was not tightly connected to the extension tube and slipped. Trim the catheter and replace the extension tube. No other information was provided.